Event description:
Customer reported that they had an open circle on their insulin pump and they were unable to rewind. Customer stated that his reservoir was empty and his battery was low. Troubleshooting was performed, however nothing was found. Customer's current blood glucose reading is 124 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.